Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged short of breath, dry mouth, headache. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged short of breath, dry mouth, headache. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The device was evaluated, observed the following from an external and internal inspection: dust-like, fibrous, and other unknown contamination was observed on and around the iso port. Pil observed an unknown brown/red contamination on the top enclosure under the right-side accessory door. Slight fibrous contamination was also observed at this location. Pil observed some minor dust like contamination on the blower motor bottom and air intake. Pil observed a fine white dust-like and hair-like fibrous contamination on the blower outlet seal. Fitt ( foam integrity test tool) and the associate procedure ER 224560 v01, was not able to confirm the presence of degraded sound abatement foam. The device's downloaded event log was reviewed by the manufacturer and found 0 errors. The manufacturer concludes that device , there was no evidence of sound abatement foam degradation/ breakdown observed in the bas unit. In this report, sections d9, g3, h3, and h6 have been updated or corrected.